Event description:
On 06/15/2000, the distributor's sales rep was informed by the facility's risk mgr of the following: upon explant of the device, the catheter was noted to have separated from the device. On 06/15/2000, the MFR's rep contacted the facility's risk mgr for add'l info. Risk mgr stated that the device was inserted at the doctor's office in 1999(catheter route unknown). It appears that the pt has completed the treatment and as a result, the device was being explanted(in the physician's office). During removal, it was noted that the device catheter had separated from the device body. The physician removed the device body. The pt was sent to the facility for retrieval of the catheter. The facility's risk mgr has the device body and catheter and would like them returned to the MFR for analysis. Additionally, risk mgr stated that this is the second event of this nature(ref MDR# 1056436-2000-00132) that occurred at this facility involving the same physician and device catalog number. The distributor's sales rep was to visit the facility the following day(06/16/2000). In-service was discussed and the facility's risk mgr stated that the distributor's sales rep also indicated that this may be helpful. No further details were provided at this time.